Manufacturer narrative:
There was no donor involved in the incident. The interconnect has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2021 haemonetics was notified of a damaged interconnect with burn marks on a nexsys pcs system.